Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
A healthcare facility in texas reported that the rd900aeu neopuff infant resuscitator's gas outlet port was broken. It was further reported that the device was dropped. There was no reported patient involvement.